Event description:
Operating room nurse reported to the sales rep that during a surgery the knobe broke off the sleeve. She further stated that it was no problem to continue the procedure with the broken parts.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.